Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4592 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that two days after the device implant, the patient was symptomatic with syncope and the electrogram seemed to show oversensing. It was speculated that device could have "lost ground on the electrodes." A device check was "fine" the following day and when isometrics were performed, the patient movement did not affect pacing or sensing on the device; oversensing could not be duplicated. The device remains in use. No further patient complications have been reported as a result of this event.